Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. A power switch pn (B)(4) (cpu) was not functioning; therefore the part was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of a display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received telemetry module housing model 90479 for service repair with customer complaint of no power. The customer removed the product from service on (B)(6) 2015. No injury was reported.